Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained

Event description:
It was reported that ventilator was connected to patient and started to have an oxygen leak from bottom of ventilator. The doctors changed to a backup ventilator. No patient harm is noted. Reporting hospital is not willing to provide any patient information. In the service screen, it shows the oxygen inlet pressure reading 24.4 psi.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.